Event description:
Additional information indicates the patient's death was attributed to a fentanyl overdose.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2019-03494. Related manufacturer reference number:1627487-2019-10309. It was reported the patient presented with very low blood pressure in the emergency room following system implant. The patient died on (B)(6) 2019. It is unknown when system was explanted.